Event description:
Report received of an overdeliveiy due to an operator error in programming the pump. The patient had been receiving dilaudid pca therapy for approximately 1 month prior to the reported event. The customer reported that the pump was programmed at an unspecified time to deliver 0.2mg/ml dilaudid, instead of the intended concentration of 1mg/ml, in the pca only mode with a pca dose of 0.2mg, a pt lockout of 10 minutes, and a 4-hour limit of 5mg. 2 days later at approximately 4:00am, the nurse changed the syringe without changing the programmed parameters. At 7:30am, the nurse reportedly discovered the programming error, when they noted that the syringe was changed more frequently than expected. The pump was immediately removed from clinical service. After an unspecified time, therapy was resumed on a replacement pump. There were no reported adverse patient effects and no medical intervention was required. The customer determinedthrough review of the medical record, that the programming error most likely occurred on the date that the patient started using synnges more frequently than expected. Though requested, no additional infonnation was available.